Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/07/2019. A manufacturing record evaluation was performed for the finished device batch mgq171, f280519 and no non-conformances were identified. Additional investigation summary: an opened box with twenty-six representative samples of product code f2805, lot # mgq171 were returned for evaluation. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. During the procedure, the suture broken at the final knot. There were no patient consequences reported.